Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch basic original meter was displaying the "other message" prompt. The medical affairs specialist (mas) was able to correspond with the pt by telephone on august 12, 2008 and classified the complaint based on the following info rec'd from the customer. The pt tests his blood glucose 2 to 3 times a day before and/or after the meals. The pt manages his diabetes via metformin 500mg in the afternoon, humulin insulin 20 units in the morning and 20 units in the evening on a set amount. He also manages his diabetes via diet and exercise. The pt stated that the alleged issue began on two days prior to original date at 7:30 am. During that time, the pt indicated that the meter "could not read the test strips." The pt reportedly did not make any changes to his diabetic medications, diet or exercise due to the reported issue. At the same time, the reported issue began (the same day at 7:30 am), he reportedly experienced symptoms of "shakiness, dizziness and lightheadedness." According to pt, the alleged symptoms were typical symptoms of hyperglycemia. On the same day in the afternoon, the pt reportedly contacted his dr and was told to take 6 small meals a day along with the usual diabetic medications. The pt reportedly had the symptoms for the following 2 days, which reportedly got relieved after resting for a while and after taking the orange juice and continuing with the usual diabetic medications. The pt was not tested on any other meter. During the troubleshooting, the customer care advocate (cca) noted that this was not a new product and there was no trauma to the meter. When the cca walked through resolving the issue, the issue was not resolved. The pt's products are being replaced. This complaint is being reported because the alleged issue was not resolved with troubleshooting. Even though, the pt claimed that he developed symptoms suggestive of hyperglycemia during the alleged meter issue, he reportedly rec'd advice from his dr (after the reported issue) to treat with food and/or beverage, which could be suggestive of a hypoglycemic event after the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.